Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: bi71000176, serial/lot #: rev. 4 : s/n (B)(4). The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and the power enclosure was determined to be bad and was replaced. (B)(4). After functional testing, visual/physical examination and examination of a similar product the reported issue was confirmed. The enclosure power conversion failed bench testing. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the fan will be on when all power is removed. No patient was present at the time of the event.